Event description:
On (B)(6) 2026, this 57-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service she was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up conducted on (B)(6) 2026 with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2026 following abdominal pain, nausea and cloudy peritoneal effluent fluid noted at home. The outpatient clinic requested the patient¿s hospital discharge paperwork from the admitting facility; however, the requested paperwork was not received and details concerning the patient¿s hospital course remain unknown. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg and ip ceftazidime at 2000 mg to address the infection while hospitalized and to be continued post-discharge. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The patient followed up with the outpatient clinic on (B)(6) 2026 where a white blood cell (wbc) count from effluent presented with 65/mm3 and the patient was prescribed ip antibiotics for an additional two weeks. It was reported that the patient¿s peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections (1). The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during pd therapy with no indication of a deficiency or malfunction of any fresenius product(s) or device(s). Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens (2). Though diagnostic culture results were not provided, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection (2). Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.